Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck at a blue screen. The field service engineer (fse) supported the customer from start to finish with troubleshooting, imaging, and setup. The initial issue was related to system updates, during which the customer powered off the station. Attempts were made to reverse the updates; however, these were unsuccessful. The fse went to the lead fse's residence to obtain a thumb drive and then returned to the site, where the station was found stuck during updates. The station was restarted, and reverse patching began. After waiting several minutes without progress, the decision was made to reimage the station. The fse worked with the lead fse to install eset, after which the customer performed system synchronization and testing. The station was confirmed to be operational. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was stuck on a blue screen during loading at 7%. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.